Event description:
It was reported that during a procedure the laser system displayed an error indicative of a system malfunction. The customer attempted to clear the error by rebooting the laser system, however the error recurred. The system was unable to be utilized, and the case was aborted. It was reported that the procedure will be re-scheduled. There was no report of a patient injury.

Manufacturer narrative:
Manufactures service engineer was dispatched to the facility. The reported event was confirmed by the service engineer. The laser is expected to be returned to the manufacture for repaired.